Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming check for empty tubing or reservoir. The cassette was removed and reattached. The pump alarmed remove and reattach cassette. The cassette was removed and reattached once again. The pump then alarmed cassette not attached properly. They confirmed that the cassette was locked on and they could not wiggle it. They did not attempt to have the patient remove the cassette again as he struggled the first time with reattaching it. The batteries were removed and tubing clamped. The reservoir volume was 38.5ml. No patient harm or no patient injury occurred. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.